Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was detected on the membrane 1.27cm from the rear seal measuring 0.064 in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab ruptured. Blood in helium tube set. No alarm reported. Intra-aortic balloon pump (iabp) was not replaced. Only the iab was removed and replaced. There was no reported injury to the patient. Medwatch (B)(4) reported: patient had intra-aortic balloon catheter inserted for intra-operative cardiogenic shock. Around midnight, iabp console alarmed and blood noted in the helium drive line tubing. Iab catheter removed from groin and replaced in lt groin 30 minutes after alarm. Iabp therapy resumed with new catheter functioning correctly.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab ruptured. Blood in helium tube set. No alarm reported. Intra-aortic balloon pump (iabp) was not replaced. Only the iab was removed and replaced. There was no reported injury to the patient.